Manufacturer narrative:
On 12/23/2016, the customer reported that the blood glucose (bg) level had not lowered after the insulin injections and again reported that the high bg level was thought to be related to the heart attack and medication and was not related to the pump or supplies. The customer declined tandem technical support's offer to troubleshoot. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (249-600 mg/dl). A correction via the pump and insulin injections were used to address the bg level. The customer thought that the high bg was due to a recent heart attack/stent placement and medication and not related to the pump or supplies. The customer was in contact with a healthcare provider regarding the bg level. The customer declined tandem technical support's offer to troubleshoot as there was no issue with the pump.